Event description:
It was reported that intermittently the system would not save images. There is no report of serious injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.